Event description:
A voluntary medwatch report (number mw1037096) was received stating, "endodontic overextension. Supsected thermafill chemical toxicity. Pt has root canal therapy on t#31. In deficit of the right third branch of the trigeminal nerve distribution, as he did feel sharp stimulation although dampened when compared (sic) to the contralateral side. Directional sensation was intact bilaterally. Tooth #31 had no pathologic mobility, and was not percussive sensitive. There was no swelling, no discharges. Radiographic exam revealed a well filled canal system, with no obvious foreign material past the apex. There was no periapical radiolucency. Since his injury appears to be partial, there is a good chance for recovery." The reporter opted not to discloe their identity; therefore no follow-up is possible. Please note that the date of event indicated on the voluntary form is not specific (2005).

Manufacturer narrative:
A voluntary medwatch from (mw1037096) was forwarded to dentsply from FDA with no contact info so a thorough investigation of the report could not be pursued. The reported issue was of overfill of thermafil in a molar root canal resulting in partial sensory deficit of the right third branch of the trigeminal nerve distribution. While there is no confirmation of this occurrence in this case, there have been reported cases in the literature of compressive and thermal nerve injury due to overfill. Additionally, it has been reported that there is a possibility of chemical injury as well, though thought to be rare as gutta percha is considered inert. An MDR report will be submitted to FDA as the occurrence is possible. The device was not returned for eval and the lot number is not known for retained-product testing and/or DHR review. FDA was contacted and it was suggested that this report and reports 2320721-2006-00606 and 2320721-2006-00607 originated from the same initial reporter.